Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range pacing impedances, high pacing thresholds and loss of capture (loc). The clinic is aware of the chronic high pacing impedances. Technical services (ts) provided programming recommendations. At this time, this rv lead remains in service. No adverse patient effects were reported.